Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was admitted to the hospital due to phrenic nerve stimulation, lightheadedness and dizziness. It was noted that vector number four on the rv lead exhibited loss of capture (loc). Technical services (ts) instructed the company representative to reprogram the device using electrodes one and three, which resulted in no phrenic nerve stimulation, even at high output settings. The patient was repositioned to assess for any recurrence of stimulation; however, no further reports of phrenic nerve stimulation were noted following reprogramming. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.